Event description:
During a total abdominal hysterectomy procedure, the device only stapled partially on one side of the staple line. The procedure was completed by hand-suturing. There was no pt consequence.